Manufacturer narrative:
Section b2: information was inadvertently included in the initial report and is not applicable for this event as this event is being filed as a product problem, not an adverse event. Manufacturer's investigation conclusion: the report of sustained low flow alarms was confirmed via log files. The evaluation of heartmate 3 left ventricular assist system, serial number (B)(6), did not reveal any device-related issues which would have contributed to the reported event. The controller event log file contained data on 19oct2022 spanning from 06:06:49 to 08:54:02, per the timestamp. Numerous low flow alarms were captured throughout the log file due to the estimated pump flow being calculated to be below 2.5 liters per second (lpm) for 10 seconds or more. The stored patient speed was changed several times throughout the log file, ranging from 5,000-7,500 rotations per minute (rpm), and did not appear to have an effect on the estimated pump flow. A specific cause for the change in pump parameters cannot be conclusively determined. The pump appeared to have been operating as intended. (B)(6) was returned assembled with the pump cable severed approximately 11.5¿ from the pump header. An additional segment of the pump cable measuring approximately 13.5¿ was also returned. The sealed outflow graft, modular cable, and apical cuff were not returned for evaluation. Examination of the blood-contacting surfaces of the device did not reveal any developed depositions or thrombus formations that would have contributed to a flow or functional issue. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. Mlp-033500 was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system instructions for use (rev. C) contains the following information: section 4 outlines all system monitor operations and alarm messages. This section explains that the low flow hazard alarm will be triggered when pump flow is less than 2.5 liters per minute (lpm) and explains that changes in patient conditions can result in low flow. Section 7 outlines all system alarms and the recommended actions associated with them. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Related manufacturer reference number for the first pump exchange on 17oct2022: 2916596-2022-14635.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient's log files were attached for review. The patient was admitted on (B)(6) 2022 for intermittent alarms on the battery with the pump off lasting a few seconds at a time. The patient was admitted to the intensive care unit (ICU) and was evaluated for pump exchange. The log file captured numerous low speed and pump off events on both the power module and battery power starting on (B)(6) 2022 at 19:40. The patient underwent pump exchange on (B)(6) 2022 for phase to phase (ptp). The log file review confirmed multiple sustain & unsustained low flow alarms. It was later communicated that the patient underwent an hm3 to hm3 pump exchange on (B)(6) 2022 due to acute sustained low flows. During the surgery, the pump was exchanged and connected to the existing outflow graft (ofg). The new pump was started without issue. Flows increased in a normal a range, as the speed was slowly increased.